Manufacturer narrative:
The revision reported was likely the result of osteolysis and presumed prosthesis wear of the tibial insert. However, images of the revised insert do not show signs of excessive prosthesis wear inconsistent with being implanted, and the revised components were not returned for evaluation.

Manufacturer narrative:
Section d10: concomitant products - three peg patella 35mm (cat# 200-02-35 / serial# (B)(6) - logic cr femoral por, right, sz 2.5 (cat# 02-010-04-0325 / serial#(B)(6) - lgc tibial fit tray cem sz 2.5f / 5t (cat# 02-012-45-2525 / serial# (B)(6) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven months post right tka revision, the 68 y/o female patient was revised due to osteolysis as well as poly wear and delamination. This poly was in a conforming bag and has only been in since (B)(6) 2023 but it already showed significant damage. The wear characteristics are the same as the other affected poly¿s pitting and wear marks. All components were removed. Patient was not revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices are not available for evaluation due to they were disposed at hospital.

Manufacturer narrative:
D10: (B)(6) 200-02-35 - three peg patella 35mm. This follow-up report is being submitted to relay additional and/or corrected information. The revision reported in case-2023-00011405 was likely the result of osteolysis and presumed prosthesis wear of the tibial insert. However, images of the revised insert do not show signs of excessive prosthesis wear inconsistent with being implanted, and the revised components were not returned to exactech for evaluation. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."